Manufacturer narrative:
The device was evaluated and the reported complaint of power supply fail could not be duplicated. The reported error code was seen in the log data. As a precautionary measure, the power supply and 5 volt dc cable were replaced. The console passed all functional verification testing.

Event description:
A report was received regarding an issue encountered with the mps console. The report states that while priming, the mps console displayed error message "minus12_volt_supply_fail" . The console was rebooted and the alarm did not duplicate. There were no patient complications resulting from the issue.